Event description:
It was reported that bd vacutainer® trace element serum blood collection tubes the color of the label was similar to another product. The following information was provided by the initial reporter. The customer is reporting concern "a mix-up is not only possible but probable since products 368380 and 368381 look so similar and patient harm is a possibility." Product 368380 is labeled serum with a red stripe and product 368381 is labeled k2 edta and with a lavender stripe.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Event description:
It was reported that bd vacutainer® trace element serum blood collection tubes the color of the label was similar to another product. The following information was provided by the initial reporter. The customer is reporting concern "a mix-up is not only possible but probable since products 368380 and 368381 look so similar and patient harm is a possibility." Product 368380 is labeled serum with a red stripe and product 368381 is labeled k2 edta and with a lavender stripe.